Event description:
Adverse event: stroke. Onset of adverse event: after the procedure. Device malfunction: none. It was reported via a trial that post a left internal/common carotid artery (li/cca) stenting procedure, the pt experienced a stroke. Symptoms included right sided weakness and some slurring of speech. Heparin and plavix were given. On (B) (6) 2010, the improved pt was transferred to a rehabilitation facility. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: stroke may occur during this type of procedure and as listed in the xact instructions for use; stroke is a known potential adverse event associated with the use of the device. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.